Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed stenosis with increased velocities and gradients. Approximately three years and eight months post valve implant, an aortic root replacement was performed, and the valve was explanted and replaced with a valve for symptomatic stenosis. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis of bioprosthetic valves can be a manifestation of a structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. High gradient increase over time can possibly be caused by a variety of factors, such as valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, valve position, etc). Also, high gradients can be caused by a decreased effective orifice area eoa. The presence of stenosis potentially diminished the expected maximum (eoa) of the corevalve device which translated in the increased gradients. The valve was explanted and not returned by the hospital explant team. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.